Event description:
It was reported that during preventive maintenance, the device was found in need of repair as it had a motor speed not consistent, damaged dermatome cable, missing reciprocation arm, and missing e-ring. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: poland.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11 review of the most recent repair record determined the device was found to be missing an e-ring, had a worn reciprocating arm, a damaged cable with no exposed wires, and unstable motor speed. The e-ring, reciprocating arm, plug harness assembly, and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.